Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that approximately 11-15 minutes into the surgery the universal oscillating saw attachment's pins broke and which resulted in the oscillating saw not work properly. There was no patient harm or delay associated with the event.